Event description:
Clinical manager reported a saline bag back filled during recirculation after setup. There was no patient involvement. The saline bag was at full capacity with over 1000ml and continued to expand. The biomedical technician was notified. The machine was pulled out of service.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation. This medwatch report is associated with MDR #s related mdrs: 2937457-2013-00520.